Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient could see movement of twitching where the device was implanted in the pocket. The skin jumped as the device delivered energy. Shocking was reported. No contributing factors were known. An x-ray was performed and showed the bowels were packed. The patient was scheduled for an exploratory laparoscopy the next day. The issue was not resolved. No further patient complications were reported as a result of this event.